Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device stating that the patient is experiencing sinus infections when using the device with a discolored seal. Patient is having issues with breathing out of his nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.